Event description:
The st. Jude medical rep reported that defib thresholds test were performed, when during their last episode, the pt had to be externally rescued. High voltage lead impedance were observed on stored diagnostics. Extended charge times were also reported.